Event description:
Os only, patient had ulcer on (B)(6). It got resolved on (B)(6). Started wearing lenses again on (B)(6). 2 days later ulcer came back. Had a "washout" with soft lens until (B)(6). Patient pick up lenses inv (B)(6) on (B)(6), look at images below. No topo was taken. Ask opto to bring patient back to take topo.

Manufacturer narrative:
Limited information was received by the customer representative from the practitioner, attempts to get more information were performed by the customer service representative on april 7th, 2025 and april 11th, 2025. No further information was provided and contact with the practitioner was lost to follow up. Paragon cannot determine if this event describes a sterile or infectious ulcer, nor can pvs determine if the practitioner provided any medical invention with the current information given. But visual acuity was affected. ·the complaint record noted the presence of attached images, but paragon did not receive these images, nor was any other visual evidence provided. Review of the device history record found that the quality control (qc) batch met release requirements at the time of manufacture.